Event description:
The injection site was the right antecubital fossa. A test injection of 20 ml was done. The injection of 150 ml at 5 ml/sec was then started. After approximately 120 ml was injected the eda alarm sounded, pausing injection. An extravasation was noted under the area of the patch. The technologist indicated that very little of the contrast went into the vein and felt that most of the contrast (approximately 110-120ml) had extravasated. The radiologist, however, estimates that approximately 50ml had extravasated. No scan was done. The extravasation was treated with cold packs and elevation. The pt also complained of a burning sensation and tenderness at the extravasation site. A plastic surgery consult was done, however, the outcome of that consult was not made available to e-z-em. The pt has considered consulting a lawyer regarding this incident.